Event description:
It was reported that "the catheter was used without problem at first, but the balloon gradually deflated. Therefore, it was removed and replaced with another kit of the same product, inserted at the same site to complete the procedure". The current patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter was used without problem at first, but the balloon gradually deflated. Therefore, it was removed and replaced with another kit of the same product, inserted at the same site to complete the procedure". The current patient status is reported as "fine".